Event description:
The device was received as a blind unit with info stating that prior to a lap gastric bypass procedure, while inserting the blue trocar, the tip was broken. Another trocar was pulled and an add'l device. The broken device was not used on the patient.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.